Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : promus element plus, mr, ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent strut row region were overlapped and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, during implantation, the stent was dislodged and was lifted up. The stent was directly removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product.

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, during implantation, the stent was dislodged and was lifted up. The stent was directly removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.